Manufacturer narrative:
As reported, the optifix device failed to fixate during second shot. Evaluation of the returned sample finds for bent guide wire and backup tabs. The reported event of failure to fixate and returned loose fastener is a known result of bent guide wire and bent backup tabs at the distal tip. The components are found to be bent from applied forces while in use. No manufacturing anomies were found. Review of manufacturing records shows product was made to specification. The instructions-for-use (IFU) for the optifix straight device adequately describe the proper technique for fastener delivery and includes "care should be taken not to use excessive counter pressure as this may damage the distal tip of the device as well as the mesh and/or tissue". Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic inguinal hernia repair, the optifix device was used to fixate the mesh. It was reported that the first attempt was fixed as usual but the second time the fastener fell out and after the third attempt no fasteners deployed. It was also reported that a new device was used to complete the procedure. There was no patient injury.